Event description:
Olympus was informed that during preparation for an unspecified therapeutic procedure, the esg-400 hf generator issued error message e433 and restarted itself. No further information was provided but and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.